Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08/03/2020, UDI#: (B)(4). Date of the event was estimated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that after the current implant was installed the patient was fine until the end of february when the patient felt horrible pain outside of the vagina. The patient stated that the health care professional (hcp) tried everything they could do to help but the patient noted that the hcp thought she was a nut case so the patient went to a new hcp who performed a cystoscopy, but didn't find anything wrong. The patient mentioned that she turned stimulation off a week ago and the pain went away immediately but she had been peeling like a racehorse at night, but was okay in the daytime. The patient indicated that she was reading the manual and she thought the wire may have moved because it was shocking her. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient further reported that the wires might have broken. Patient further stated that they are planning to takeout the device out and do a botox. No further complications were noted or anticipated

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) njy291570h revealed no significant anomaly. Functionally okay . H3: analysis of the lead va198yw found no significant anomaly. Stim lead body cut through, product segmented. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2020-04-06 14:57:46 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis information -- 2020-04-06 15:27:08 cst pli# 20 product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Product ID: 3889-28, lot# va198yw, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.